Manufacturer narrative:
The case report form indicates the event is definitely not related to the devices and possibly related to the procedure. This event report was received through clinical data collection activities. The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Revision due to infection.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record. Engineering evaluation noted the revision was likely the result of infection, which is listed in the product labeling under general surgical risks.

Event description:
Index surgery: (B)(6) 2014. Revision of left shoulder components due to infection. The case report form indicates this event is definitely not related to devices. This event report was received through clinical data collection activities.